Event description:
During the ptcd procedure, when the physician attempted to insert the .018 wire guide into the 22g needle, which had already been positioned medianly, resistance was encountered. An attempted removal of the wire guid from the needle resulted in separation of the wire guide, leaving a portion of the wire guide in the liver or bile duct.